Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No failure modes were observed on the sensor plug assembly upon visual inspection. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor was reprogrammed and performed simvivo test while in the test fixture. All results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message with the adc device and was unable to obtain readings. As a result, customer was unable to self-treat and stated they required unspecified third-party treatment. However, no further information was provided. There was no report of death or permanent impairment associated with this event.